Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain :abdominal"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("horrible periods"). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, menstrual disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain :abdominal"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("horrible periods"). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, dysmenorrhoea, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date:(B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs received events " abnormal bleeding (vaginal, menorrhagia)" was added. Lab data and date of insertion were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain :abdominal"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("horrible periods"). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, menstrual disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event abnormal menses updated. On 2-apr-2020: pfs received. New events added: vaginal infection, dysmenorrhea (cramping), abdominal pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: case become incident. Events: ectopic pregnancy and device ineffective added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.